Event description:
Medtronic received information that a ped3 pipeline had a loss of device integrity. Reduction in caliber of the c2 segment of the right internal carotid next to the distality of the stent, with a post-procedure pinch of about 50%. The event was assessed as not serious. Baseline characteristics: aneurysm side (hemisphere): left. Location (vessel): internal carotid artery (ica). Specify segment of ica: c4. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 9mm. Aneurysm dome height: 7mm. Aneurysm dome width: 6mm. Aneurysm neck size: 11mm. Parent artery diameter distal to aneurysm: 5mm. Parent artery diameter proximal to aneurysm: 4mm. Significant stasis at the end of the procedure. Complete neck coverage at the end of the procedure. Raymond and roy occlusion at the end of the procedure was class 1. Additional information received reported that the cause of the event was not determined, and no further action was required. Additional information received that the patient experienced a regressive scotoma of the right eye. Spontaneous regression (duration of symptoms was a few seconds, less than a minute approximately.) No headache before or after. No notion of any other focal deficiency. The outcome status is recovered/resolved. There was no hospitalization. There were no interventions taken. The adverse event was not related to the disease under study. The adverse event is a result of new or worsening of existing neurological deficits. The symptoms did not last for more than 24 hours. The sponsor assessed the adverse event as possibly related to dual antiplatelet treatment (dapt) and study device utilized. The site assessed the adverse event as possibly related to the device, not related to the procedure or antiplatelet medication. It was noted on this update, the aneurysm was on the right side. The patient's past medical history includes a stroke/tia and is a previous smoker. Additional information received reported fishmouthing 50%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.